Event description:
In 2007 at 3:50 p.m., two certified nursing assistants where transferring resident from wheel chair to bed using an arjo, opera lift. During the transfer, while the resident was approximately four feet above floor, the lift broke.